Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
(B)(4). During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following placement of catheters in the right ventricle and coronary sinus, the ice catheter was inserted and a pericardial effusion was confirmed by echocardiogram. The patient became hypotensive and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device. The patient was stable and discharged at the time of this report